Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) malfunctioned, physical damage and potential perforation of iabp line, blood in sheath and possibly helium tubing. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the customer canceled the repair, as the unit remains in sequestration pending further review. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.